Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Event description:
Poke myself in the face [face injury] toothbrush heads loose on the handle - oral-b [device connection issue] brush head drops off - oral-b rechargeable toothbrush [device breakage] case narrative: consumer e-mail stated that while brushing her teeth toothbrush heads little loose on the handle, while brushing, the head drops off and poked her in the face. No serious injury was reported. Follow up (B)(6) 2025) - suspect product updated, batch lot no. Added.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Event description:
Poke myself in the face [face injury] toothbrush heads loose on the handle - oral-b [device connection issue], brush head drops off - oral-b rechargeable toothbrush [device breakage] . Case narrative: consumer e-mail stated that while brushing her teeth toothbrush heads little loose on the handle, while brushing, the head drops off and poked her in the face. No serious injury was reported.